Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the instrument will not arm. There was no consequence to the pt.